Event description:
Return reason: kinked extension tubing. Analysis determined: investigation found that the tubing is not kinked but has a 1.00mm tubing rupture directly below bottom of distal hub. Uneven hub fusion was observed, but this should not cause product failure. Unit guidewires acceptable and within specification in the incoming lot and this unit. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the pt's status. The claim does not state the flow rate or injection pressure. A letter has been written to the hospital requesting additional information. The maximum flow rate and injection pressure for 7fr110cm pur is 900psi at 18cc/sec. Injection and/or flow rates should not be higher than the recommended rate. Corrective action taken: the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.